Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been receiving a persistant sensor error alarm following insertion. The patient's blood glucose at the time of incident is unknown. The customer removed the sensor from their body and found that the electrode was not visible. The sensor will be returned for analysis.